Manufacturer narrative:
Device will not be returned for evaluation. Additional information has been requested. Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It has been reported via sales rep that during the surgery (dated on (B)(6) 2011), when the surgeon was trying to put a matta plate, the item (B)(4) broke. It has been alleged by the customer that all the product was recovered from the pt's body. No more adverse consequences were reported by the customer.